Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision total hip replacement. Whilst trying to relocate the hip joint the constrained liner lip was damaged and therefore had to be removed and replaced with a less constrained option due to availability. An alternative liner was required. This was trailed and then implanted. Ten minutes delay, no reported adverse event.

Manufacturer narrative:
Additional narrative: revision total hip replacement. Whilst trying to relocate the hip joint the constrained liner lip was damaged and therefore had to be removed and replaced with a less constrained option due to availability. An alternative liner was required. This was trialed and then implanted. Ten minutes delay, no reported adverse event. Photo available. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.